Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Reported event was confirmed by review of op notes. Primary op notes demonstrated that the patient had right tka. The patient was discharged with portable oxygen. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was related to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42522400411, l/n: 64125895. Femur cemented; p/n: 42500005802, l/n: 64186016. Tibia cemented; p/n: 42532006702, l/n: 64235647. All poly patella cemented; p/n: 42540000035, l/n: 64324748. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00233, 0001822565 - 2019 - 03446, 0002648920 - 2019 - 00602.

Event description:
It was reported patient experienced low oxygen saturations on post-op day one after initial surgery. Subsequently, the patient was sent home with portable oxygen. No additional patient consequences were reported.